Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had significantly low ejection fraction possibly related to right ventricular (rv) pacing issue. Device was reprogrammed. The issue was ongoing. Additional information was not reported.